Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely causes as follows: 1.) Faulty power switch: the device was manufactured prior to implementation of a design change to the power switch. The suspect device was confirmed to have the previous version power switch. It is likely that the switch failed due to the amount of operating force, and the number of times force was applied, exceeded expectations. 2.) Worn lock latch mechanism on video connector: it is likely the lock latch failed due to wear caused by repeated use.

Manufacturer narrative:
The device was returned to olympus and evaluated. The reported problem was confirmed. The unit was inspected and tested; the power switch was confirmed faulty. In addition, a worn out lock latch mechanism on the video connector was found.

Event description:
A user facility reported to olympus that the device power switch button was sticking and the unit could not be turned off. The reported problem was discovered at the end of a procedure when personnel attempted to turn the unit off. The procedure was completed using the device. There was no patient injury or harm associated with the reported problem. The intended procedure is unknown.